Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The electrode belt was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to the t3 pad was broken off. This made the system think that the electrode belt was not connected. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
A (B) (6) male pt contacted lifecor customer support to report that he was getting "check belt" messages. Support had the pt download. Download revealed falloff on the right electrode. The pt reports that this electrode keeps getting flipped over. Support advised the pt to ensure all electrodes touch the skin. Pt called back on (B) (6) 2009, to report more alarms. The download revealed equal falloff on all electrodes even though the pt reported that all four electrodes were touching the skin. Support sent the pt a replacement electrode belt.